Manufacturer narrative:
Method: received one full pump for evaluation and investigation. Result: visual inspection confirmed that the (pca) button was in the upward position, orange indicator in downward position. When the pinch clamp was opened, the pump infused. The bolus was filled and the orange indicator returned to the upward position after 60 minutes as required. The customer complaint that the bolus would not fill was not confirmed. Conclusions: a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. A review of the lot history found no other confirmed complaint for pca issue (bolus would not fill) for the reported lot. Although the complaint was not confirmed, this product is under recall.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 40 ml. Flow rate: na. Pump was filled and primed, but bolus would not fill. No pt contact, another pump was started for the pt. Date of event: (B)(6) 2011.